Event description:
Monitored no greater than set no and device "shut down" [device issue]. Oxygen desaturation to 65% [oxygen saturation decreased]. Blood pressure decreased (nos) [hypotension]. Pao2 decreased from 90 to 85 [hypoxia]. Case description: this initial serious post marketing spontaneous case report was received on (B)(6) 2013 from a respiratory care supervisor (rt) in the united states who reported the inomax dsir ds20100577 set to deliver 20 parts per million (ppm) of nitric oxide (no) had a monitored no reading of 96 ppm. The device went into delivery failure while on a pt resulting in oxygen desaturation, hypoxemia and hypotension. Additional info obtained on (B)(6) 2013 is included in this report. Relevant medical history/co-morbidities: male neonate born on (B)(6) 2013 with tricuspid valve anomalies and tricuspid valve regurgitation. Co-morbidities include aspiration pneumonia, pulmonary hypertension, respiratory failure and a history of supraventricular tachycardia. Relevant concomitant medications: pulmicort (budesonide), xopenex (levalbuterol hci) and dopamine. The pt was intubated and on the avea-carefusion ventilator with the following settings: mode: imv/simv intermittent mandatory ventilation/synchronous intermittent mandatory ventilation, respiratory rate 34 breaths/minute, tidal volume 32 ml, fraction of inspired oxygen concentration (fio2) 60%, positive end expiratory pressure (peep) 6 cm h2o, peak inspiratory pressure (pip) 25 cm h2o, mean airway pressure (map) 12 cm h2o. On (B)(6) 2013 at 12:00, the neonate was started on inomax at 20 ppm via the inomax dsir ds20100577 for pulmonary hypertension and cardiac disease. Baseline oxygen saturation levels were 95% to 99% and pao2 baseline was 90 mmhg. On (B)(6) 2013 at 15:00, the bedside nurse notified the rt that the "no reading on the inomax dsir was climbing." The dsir was set at 20 ppm and the device was reading 60 ppm. The rt undid the sample line and checked the no reading with the bag and inoblender system. The inoblender was reading 96 ppm. According to the rt the inomax dsir then "shut down." The pt began to desaturate from baseline to an oxygen saturation level of 65%. The neonate also experienced a decrease in pao2 from 90 mmhg to 85 mmhg and hypotension (parameters not provided). The doctor instructed the rt to increase the oxygen setting on the ventilator to 100%. The inoblender was not used "per doctor because the sample line was reading 94-96 ppm with the bag system." The rt stated that she recalibrated the device, reconnected it to the pt, and the measured no read 106 ppm. The rt reported she switched out the inomax dsir with another device which took approx 5 to 10 minutes. During that time the pt was without inomax. Once the inomax was restarted with the new dsir, the pt's blood pressure, pao2 and oxygen saturation levels returned to baseline. The inomax dsir ds20100577 was removed from service and will be returned to ikaria for inspection. The rt considers the events of oxygen desaturation, hypoxemia and hypotension possible related to the inomax dsir and inomax and resolved once the pt was started back on inomax via the new inomax dsir (serial number not provided).

Manufacturer narrative:
(B)(4). Inomax dsir ds20100577 is under investigation. A supplemental report will be submitted within 30 days of completion of investigation.